Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with right direct and indirect inguinal hernia thereby underwent open repair with implant of perfix light plug (device 1 and 2). Per op notes, "an incision was made in the area over the right inguinal ligament. The hernia sac was identified and the sac was dissected free of the cord and reduced back into the abdominal cavity. A direct inguinal hernia was identified. A large and medium perfix light plug (device 1 and 2) were placed into the internal inguinal ring and secured in place with sutures." (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent robotic assisted laparoscopic repair with implant of synthetic mesh. Per op notes, "an incision was made below the umbilicus. A large defect was noted in the right inguinal region. Omentum was noted to be herniated through the defect and it was dissected free from the hernia sac which was chronically scarred in. The hernia sac was reduced and completely freed up. A synthetic mesh was placed and secured with suture."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. This emdr represents the bard perfix light plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix light plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.